Manufacturer narrative:
(B)(4). Insulin pump received with a high sleep current measurement, problem isolated to the pcb 1. Insulin pump received with scratched case, pillowing keypad overlay and minor scratched lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump had battery issue. Customer's blood glucose level was unknown at the time of incident. The insulin pump will be returned for analysis.